Event description:
It was reported to midmark corporation that a dental light post came unthreaded from the trolley and fell onto patient in chair. It hit the patient in the leg. No injury occurred.

Manufacturer narrative:
Based on pictures, the reported event is consistent with a previously identified issue with setup instructions not being followed. The issue has been resolved through corrective action.